Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd microfine¿ pen needle used with the humapen ergo ii was pressed hard and stuck during use, resulting in the device failing to deliver insulin lispro. The following information was provided by the initial reporter: the patient received insulin lispro (rdna origin) injections (humalog, cartridge), via a reusable pen (humapen ergo ii two tone blue 3 ml), at tid (morning 05 units, noon 07 units, night 07 units), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date in (B)(6) 2022, backs of both humapens ergo ii has been pressed hard and stuck . On (B)(6) 2022, after starting humapen ergo ii, humapen ergo ii gave a missing dose which resulted in blood glucose increased to 550-580 (units not provided).